Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective power brick. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.